Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet system, with a lowest blood glucose of 40 mg/dl and had been pausing insulin delivery and administering half doses, while also indicating increased carbohydrate intake to counter low glucose. Symptoms included shaking and sweating. Outcomes included prolonged recovery from hypoglycemic episodes. Investigation included troubleshooting, user education, and scheduling of additional training. Investigation of this case revealed user interference with automated insulin delivery that likely affected glucose control. It was concluded that additional training was indicated and oral glucose was used to treat hypoglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.